Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread breaks when pulled through several times directly behind the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number was reported to be tbejp, however it was not recognized as a valid lot number. Could you please confirm the lot number. Tdbejp. - did the suture break during dispensing, but before use on the patient? If yes, how many times? No. - or did the suture break during use on the patient. If yes, how many times. Thread broke when pulled through the tissue, no further information available. The following information was requested, but unavailable: if possible, please confirm the number of sutures that break during this procedure. Please specify when did the suture breakage occur. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number, d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 4. Expiration date, d 9. Date device returned to manufacturer , d 9. Is device returned to manufacturer?, h4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture that pertain to product code 6951h were received for analysis. During visual inspection of the returned sample, the swage area and edge were noted with marks probably caused by a surgical instrument. The hole was examined under magnification and a remnant of suture was observed. The suture was examined, and the extreme of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. The other section of the suture was not returned for analysis. As per the returned conditions of the sample, no functional test was performed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.